Event description:
It was reported to boston scientific on 25-sep- 2006, an aneurysm stenting procedure of the posterior communicating artery requiring further medical intervention. It was reported that "during the procedure, because of tortuous vascular, the stent (device in question) couldn't go across tortuous vascular." It was reported that the patient required further medical intervention, and that the patient condition is good.

Manufacturer narrative:
This MDR is being filed in excess of caution. The manufacturer is being liberal in the reporting of this event. Details received from the complaint reporter are contradictory. The event describes the unsuccessful crossing of the device in question, an MDR non-reportable event. However, the patient complications list further medical intervention required, though the patient condition is listed as good. As a result, this case was initially deemed MDR non-reportable. Requests to clarify this event have been sent. After the closure of the investigation, it was deemed that an MDR should be sent because of the implication of an associated patient complication (i.e., further medical intervention required). The device in question will not be returned to the maufacturer. A device history record (DHR) review and similar complaints review were performed as part of the device evaluation. The DHR review found no issues or discrepancies, confirming that this device met all required specifications. The similar complaints review revealed that no other complaints on this batch have been reported. If any further significant information is received, a supplemental report will be submitted. Additional 510(k)# h020002/ s5.